Event description:
The service report shows no audible alarm during power up. The mallinckrodt customer support engineer (cse) verified no audio alarm. The cse replaced the audio alarm. The unit passed extended self testing. The removed component will be evaluated at the manufacturing facility. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.